Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare reported textured to smooth exchange and left side deflation. The device has been explanted.

Event description:
Healthcare reported textured to smooth exchange and left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted crease fold and white particles on the inner surface of the device shell. A leak test was performed and leakage was observed. A fill inspection test was performed and no blockage was observed in the valve. Under microscopic analysis more than three striated openings on the anterior side were assessed as surgical damage. Striated nicks assessed as surgical tool scratches were observed. Total delamination of plug strap disk shell assessed as adhesive failure. Additionally, wear abrasion was observed.